Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 466 mg/dl and vomiting; cause was not known. Customer "called 911" and "went to the hospital". Customer declined troubleshooting with tandem technical support and declined to provide further information.